Event description:
The lesion was in a heavy, long, and very diffused stenosis. A stent was implanted, without complication, in the tortuous right coronary artery. An attempt was made to implant the pixel stent, proximal to the previous implanted stent, but when the stent delivery system (sds) was advanced, the stent dislodged from the sds. The sds was withdrawn, and a low profile balloon catheter was advanced and recovered the stent. The stent was then advanced on this balloon, and positioned at the lesion. After several attempts, the stent was deployed and implanted (proximal to the previous implanted stent) at the diffused are of the stenosis, with a good reflow. The balloon was withdrawn and the procedure was completed.